Event description:
An endurant abdominal stent graft system was implanted, one month ago, in a patient for the endovascular treatment of an abdominal aortic aneurysm. The neck is 21.5 mm in diameter proximally, 24.3, 10 mm below the lowest renal and 25.7 mm distally. The aortic bifurcation diameter is 17.8 mm, the rcia is 9.8 mm lcia is 10.5 mm. It was reported that the patient had a limb occlusion last week (exact date is unknown). It is unknown if any intervention has been performed. No further information was provided. No clinical sequelae were reported and the patient status is unknown. A review of the returned pre-implant films show a narrow and calcified distal aorta. The iliacs are straight and calcified. Post-implant films were not provided and it is unknown which side occluded. It is possible that the narrow distal aorta may have contributed to the occlusion.

Manufacturer narrative:
Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (occlusion), patient;s condition affected effectiveness of device (calcified iliacs). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (calcified iliacs).